Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
Subsequent to the previously filed medwatch, new information received states that the patient was rehospitalized on (B)(6) 2012. Angiography revealed 100% in-stent restenosis of the promus stent which was treated with the placement of an additional drug eluting stent. On (B)(6) 2013, the event resolved without residual effects and the patient was discharged.

Event description:
Subsequent to the previously filed medwatch, new information received states that the patient was experiencing dyspnea.

Event description:
It was reported that the patient was implanted with one 2.5x18 mm promus stent on (B)(6) 2009 in the first obtuse marginal artery successfully with 0% residual stenosis. The subject was discharged on (B)(6) 2009. On (B)(6) 2013, coronary angiography confirmed 100% in-stent restenosis of the first obtuse marginal. There was no report of any treatment at this time.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Although a conclusive cause for the reported patient effect of dyspnea and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.